Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that after switching on the system, there appears a message saying: power off wait 5 seconds, precharge voltage error. This error message was preventing the system from booting up. There is no report of patient injury associated with this event.